Manufacturer narrative:
Both the din rail and the in rush suppressor were returned for analysis. Functional testing found that both parts were operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern a medtronic representative went to the site to test the equipment. Inrush suppressor and nin rail upgrades were performed and tested, the system then passed the system checkout and was found to be fully functional. The din rail has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the line power fuse was blown on the mobile viewing station (mvs). There was no patient present at the time the issue was observed.